Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was displaying a patient circuit disconnect alarm during patient use. There was patient involvement associated with the reported event. There was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple requests to contact the reporter in order to obtain additional information, but no response has been received.

Manufacturer narrative:
H6: ventec contacted the initial reporter, and was advised that the initial reporter should have been someone else. As a result, section e1 (first name, last name & phone number) have been updated, accordingly. Ventec has made multiple attempts to contact the reporter requesting that the device be returned for an evaluation, however, they could not be reached. In the event that additional information is obtained about this device and event, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.